Event description:
Information received indicates the brake failed on the bed and the patient almost fell.

Manufacturer narrative:
The technician found the brake pedal on the left head end of the bed was bent in and when the bed was lowered all the way down, the bed frame would hit the brake pedal, releasing the brake. He removed, adjusted and re-installed the brake pedal to repair the bed.